Event description:
Info received indicates the hi/low up function will continue to run after the switch is released.

Manufacturer narrative:
The tech replaced the hi/low limit switch assembly to repair the bed.